Event description:
(B)(4). Initial information received from a physician on (B)(6) 2008: a physician called concerning a patient who had received therapy with poly-l-lactic acid (sculptra), (treatment dates not specified.) The physician identified himself as an ophthalmic plastic specialist: he stated that the patient was referred to him to take care of the nodules that were developed "near his eyes after sculptra treatment." No further medical information reported.

Manufacturer narrative:
Additional information was received from the physician on (B)(6) 2008: the physician called concerning the male patient, in his (B)(6) who was injected with poly-l-lactic acid (sculptra) by another health care professional, treatment dates unknown, and came to see him with lumpiness in the lower lid area. He stated that the patient "wants stuff taken out." He states that poly-l-lactic acid (sculptra) was reconstituted with sterile water and the local anesthetic used was lidocaine. Poly-l-lactic was injected infraorbital, including lower eyelid(s). The total amount of poly-l-lactic acid injected was unknown. He reported that the patient had "multiple pea sized in at least one lower lid infra-orbital area". It was unknown if a biopsy was taken. No laboratory/diagnostic tests were done. Medical history and concomitant medication not available at time of call. Onset date of event was unavailable at time of call. The outcome of the event is ongoing. Lot number/expiration date were unknown. No further medical information was reported. Additional information for poly-l-lactic acid injectable (sculptra) from product technical complaint report case ID (B)(4), received by (B)(4) on (B)(6) 2008: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(6). The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.